Event description:
End user states the battery doesn't seem to want to shut off and when the customer came in there was a smell of burning. Customer states the unit was very hot. Customer states the unit still runs but the bottom of the battery pack is very hot.